Event description:
User responded to home of 77 y/o male who was reported as unconscious. Upon arrival, pt was concious and alert. Device was connected to monitor the pt and user alleges device displayed erroneous flat line data. No adverse affect to the pt was reported. Condition was duplicated by service rep. Device was repaired and proper operation confirmed.